Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed tsh result on the architect analyzer. The following data was provided: sid (B)(6) initial 0.0602 uiu/ml, repeat 0.4993. There was no impact to patient management reported.

Manufacturer narrative:
On (B)(6) 2017 the likely cause changed from ln 7k62 lot 81229ui00 tsh reagents to ln 01l86 architect i1000sr analyzer. Manufacturer report number 1628664-2018-00005 has been submitted and all follow up information will be provided in that report.